Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Increase in capture threshold was also noted. Lead was capped and replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
.